Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer advised they had four infusion sets with bent cannulas which may have resulted in high blood glucose levels. Customer was advised to change out their infusion set and that replacement infusion sets would be sent out. Customer was advised to return the infusion sets for analysis. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was provided which was not included wit the initial report.

Event description:
Additional information was provided which was not included wit the initial report. Customer stated they do not think they were using auto mode at time of event.